Event description:
Drug/diluent: marcaine 0.5%. Filled volume: 330ml and flow rate: 5ml/hr. Procedure: colectomy. Cathplace: abdomen, unsure of side. Fast infusion. Pt had surgery on tuesday, (B)(6) 2011 and was given a pump. Nurse noticed that pump was empty by 6am thursday morning, (B)(6) 2011. She called the surgeon, who pulled the pump and gave it to the pharmacist to investigate. No adverse event reported. Per dfu: labeled flow rate: 5ml/hr. Labeled fill volume: 270ml. Maximum fill volume: 335ml. The infusion delivery time for the volume of 330ml is 72 hours, 3 days.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.